Event description:
A malfunction on the pump was reported by the caller. The customer did not confirm if their blood glucose level was impacted. Initially unable to reset the pump due to a lack of charging supplies, the customer subsequently reset the pump unintentionally by letting the battery die and then reconnecting it. Following this reset, the pump operated normally, allowing the customer to resume insulin delivery and sensor sessions. The malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues.